Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent surgery approximately 2 weeks prior. Follow-up with the patient¿s pdrn revealed the patient began complaining of drain complications (timeline not provided) and was sent for a kidney/ureter/bladder (kub) x-ray. The x-ray diagnosed an umbilical hernia, which was found to be obstructing the pd catheter¿s (not a fresenius product) flow. The pdrn reported the patient successfully underwent an umbilical hernia repair sometime in the middle of (B)(6) 2021 (exact date not provided), at which point the patient¿s pd catheter (not a fresenius product) was removed to allow time for the patient¿s abdomen to heal. Concurrently a temporary hemodialysis (hd) catheter was placed, and the patient was transitioned to hd therapy for approximately 4-6 weeks. The patient tolerated hd without issue, until the patient¿s pd catheter was replaced the second week in march (exact date not provided). The patient¿s fill volume was decreased to 2000 ml per fill, until approximately the end of march. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s umbilical hernia was created and/or worsened since beginning ccpd for renal replacement therapy (rrt). Additional information was requested (e.g., demographics, past medical history, ccpd orders), however the clinic¿s internet was temporarily down, and the patient¿s electronic record could not be accessed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia (characterized by drain complications), which warranted surgical intervention and the temporary transition to hemodialysis (hd) therapy. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred. However, the peritoneal dialysis registered nurse (pdrn) reported the umbilical hernia was not present prior to beginning peritoneal dialysis (pd) therapy; therefore, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent surgery approximately 2 weeks prior. Follow-up with the patient¿s pdrn revealed the patient began complaining of drain complications (timeline not provided) and was sent for a kidney/ureter/bladder (kub) x-ray. The x-ray diagnosed an umbilical hernia, which was found to be obstructing the pd catheter¿s (not a fresenius product) flow. The pdrn reported the patient successfully underwent an umbilical hernia repair sometime in the middle of (B)(6) 2021 (exact date not provided), at which point the patient¿s pd catheter (not a fresenius product) was removed to allow time for the patient¿s abdomen to heal. Concurrently a temporary hemodialysis (hd) catheter was placed, and the patient was transitioned to hd therapy for approximately 4-6 weeks. The patient tolerated hd without issue, until the patient¿s pd catheter was replaced the second week in (B)(6) (exact date not provided). The patient¿s fill volume was decreased to 2000 ml per fill, until approximately the end of march. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s umbilical hernia was created and/or worsened since beginning ccpd for renal replacement therapy (rrt). Additional information was requested (e.g., demographics, past medical history, ccpd orders), however the clinic¿s internet was temporarily down, and the patient¿s electronic record could not be accessed.